Manufacturer narrative:
On 18 may, 1995, dr. Implanted a 21mm aortic st. Jude medical mechanical heart valve (model 21a-101). On 21 april, 1997, another dr. Explanted this valve due to paravalvular leak. There was "nothing wrong" with the function of the valve. The annulus was debrided, and a larger valve was then required. A 23mm aortic st. Jude medical mechanical heart valve (model 23a-101) was implanted, and the patient recovered in stable condition. Info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time to MFR. Results of this investigation remain inconclusive due to the fact st. Jude medical heart valve div. Has not received additional info which may have aided in the evaluation of this valve. The cause of paravalvular leak remains unk; however, testign performed at st. Jude medical heart valve div., and p.a.'s comments indicated the leak was not due to an intrinsic valve defect.

Event description:
The valve was explanted due to paravalvular leak. There was "nothing wrong" with the function of the valve. The annulus was debrided requiring a larger valve. A 23a-101 sjm valve was then implanted.